Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the next day check after implant there were high thresholds on the right ventricular (rv) lead. The rv lead was reprogrammed until the patient¿s lead revision procedure. At the revision procedure the physician made several attempts to reposition the rv lead but they were not acceptable. The physician then requested a new lead to implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.